Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral distal bypass vein graft that was non-tortuous and non-calcified but 80% stenosed. The armada 18 4.0 mm/ 40 mm / 90 cm balloon leaked at the hub during inflation. A second balloon was used to complete the procedure with good result. There was no clinically significant delay or adverse effects. It was stated that the device was prepped according to the instructions for use. No additional information was provided.